Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "intermittent operation" could not be confirmed. However, during service and repair, device failures were found but were not related to the reported event. If additional information is received a supplemental report will be submitted. (B)(4).

Event description:
Report received from USA stating that the device stops during use. The device was used in surgery. There was no pt or user injury reported. It is unknown if delay or medical intervention occurred. There is no additional information provided.